Manufacturer narrative:
Pc- (B)(4). Date sent: 9/8/2021 additional information was requested, and the following was obtained: what was the lot number of the ¿device that failed¿? The transmitted lot number of the explant is 26626. Another number is not known. And can no longer be determined. Additional information received: lot#: 26626 devices left torax facility in apr2020. Hence, the patient couldn¿t have been implanted with a device from this lot in (B)(6) 2020.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2021. Additional information received: received the explant and discovered that an incorrect size and lot number was originally provided. The following handwritten information is enclosed with the explant. Lxm15 lot24511. Implantation (B)(6) 2020. Explanation (B)(6) 2021. And implantation of a new one d1, d4, & d6a.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2022. Investigation summary the visual analysis found that the returned device had an exposed well ball paired with the male bead case of the adjacent bead. The affected male bead case through hole diameter was measured with go/no go pin gauges and CT images and was found to be greater than the specification. The male bead case trough hole was slightly non-concentric with a small amount of material displacement at the outer edge of the trough hole. Some chamfer was still visible around the perimeter of the through-hole. Overall appearance of the surface of the male bead case didn't exhibit gross loss of shape (e.g., doming, etc.). Optical microscopy and sem images of the cross-section of the through-hole indicate that it was enlarged until the chamfer was no longer visible. These observations indicate that cyclic wear was a contributing cause of the oversized through-hole diameter at the failed link. It is unknown whether the through-hole geometry (inner diameter, chamfer, etc.) At the failed link was within specification prior to the implant procedure. However, the male bead cases that were consumed in the production of this device were 100% pinned by both the supplier and torax. The exposed weld ball diameter was found to meet specifications. Link length and tensile force were found to meet the applicable specifications during device analysis. No anomalies, excepting for weld ball pull through, for a device that has been reasonably changed as part of the explant procedure. A manufacturing record evaluation was performed for the finished device lot number 24511, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2021. Only event year known: 2021. Implant date: exact day is unknown. Assumed (B)(6) day of the month. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: the surgeon removed a linx band today that we had implanted in (B)(6) 2020. The band has a tear out of a wire on a ball. The patient then had a complete loss of function and reflux again. The patient wishes to have a new band implanted today. Lxm 16, lot number 26626. The surgeon has kept the defective band in formalin. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? Was the exact explant date (B)(6) 2021? If not, when was the exact explant date? In the additional information it states: ¿the patient then had a complete loss of function¿ please explain what does this mean? When did the acid reflux begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Will the device be returned for analysis? What is the product code for the new band that was implanted? What is the lot number for the new band that was implanted? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Hospital reported explantation of ruptured linx device.